Event description:
Boston scientific received information that this left ventricular lead is not being used anymore because it was not implanted right. The patient's system was changed to a competitors. No adverse patient effects. The complaint was received by the patient and no further information is available.

Manufacturer narrative:
Result: review and confirmation of manufacturing records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, patient condition, or user error.